Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested a bolus for 60 units of insulin instead of 60g of carbs and received a max bolus alert, which prevented the bolus from being delivered. The customer's blood glucose level was 112 mg/dl. Reportedly, the customer corrected the bolus and entered 60g of carbs and then was able to deliver the bolus successfully.